Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the digital reader did not work properly as intended. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The evaluation detected an unreported condition: the driver of the component was found to be broken. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the counter screen of the clip applier was not displayed. Another device was opened to complete the case. There was no patient injury.